Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Formal claim received regarding pinnacle/corail right hip implant revision due to adverse reaction to metal debris and alval. Update oct 18, 2017: additional information received. Updated patient's name, date of implant, surgeon's name and product information details including product/ lot number.

Manufacturer narrative:
Information received from kennedys. Formal claim received regarding pinnacle/corail right hip implant revision due to adverse reaction to metal debris and alval. Doi (B)(6) 2007. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.